Event description:
We would like to re-declare a quality defect that we encountered several weeks ago but which has not been followed up (to my knowledge). In fact, certain catheters are not secure on bd venflon pro safety ref (B)(4) . This time we had the problem with batch 3109054p02 per 30/40/2026. Photos are attached.

Manufacturer narrative:
As no actual sample were returned, further investigation cannot be performed. DHR was reviewed and no abnormality was reported. No similar quality notification was raised for the reported defect in the past 12 months. Therefore, the root cause cannot be determined. Complaint trend would be monitored and complaint will be reopened when sample is returned.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd venflon pro safety 20ga safety shield activation failed the following information was provided by the initial reporter; we would like to re-declare a quality defect that we encountered several weeks ago but which has not been followed up (to my knowledge). In fact, certain catheters are not secure on bd venflon pro safety ref (B)(4). This time we had the problem with batch 3109054p02 per 30/40/2026.